Event description:
During a circumcision, the patient suffered a laceration on the shaft of the penis that was thought to have been caused by the clamp.

Manufacturer narrative:
The infant sustained a laceration of unknown size to his penis during the procedure that was thought to have been caused by the edges of the bell of the circumcision clamp. The laceration was repaired with an unknown number of sutures. The sample was not returned for evaluation. A root cause for the reported incident has not been determined. We have had no other complaints for this issue in the past two years. This clamp is a component in a circumcision tray and is manufactured by (B)(4). They have been notified of this incident.